Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled "impact of different transcatheter edge-to-edge repair systems on tricuspid annular dimensions: a three-dimensional imaging analysis."

Event description:
The article "impact of different transcatheter edge-to-edge repair systems on tricuspid annular dimensions: a three-dimensional imaging analysis" was reviewed. The article presented a retrospective single center study, to evaluate impact of different transcatheter edge-to-edge repair systems on tricuspid annular dimensions. Devices mentioned include triclip and non-abbott device. The article concluded that ultimately, these considerations may explain why device-specific design elements did not translate into measurable differences in annular remodeling in the cohort. [The primary author and corresponding author was (B)(6) at (B)(6) corresponding (B)(4). The time frame of the study was (B)(6) 2020 to (B)(6) 2021. A total of 53 patients were included in this study, of which 23 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4) unk triclip intra-procedural complication included single leaflet device attachment.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation. Complications reported included single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.